Event description:
Customer reported the tubing separated from the accuslide during an infusion. The separation was identified when the user noted blood from the pt backing up into the tubing. No pt harm reported. No add'l event info available.

Manufacturer narrative:
(B)(4). The administration set was evaluated and the complaint of the tubing separation was confirmed. Visual inspection of the set did not identify any anomalies, holes, or damages. The cause of the separation was not identified. The lot number was not identified. Based on the smartsite valve laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.